Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 insulation of tip came away/apart at jaws of device. Prior to inserting the device, the physician assistant hooked the end of the device on a lap sponge while performing the white balance. They then examined the device and noted it to be defective with the insulation separated away from the tip of device. New device was opened and case proceeded without incident or delay. No components of the device detached inside the patient. No parts left inside patient. There was no harm to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, d10, g4, g7, h2, h3, h6, h10 . The lot # 3000316021 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned.

Event description:
N/a.